Manufacturer narrative:
The ICD was not returned for analysis. Analysis is thus based on the available production documents and the submitted device data. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. A standard electrical outgoing goods test was performed and good working order was documented. The submitted data were analyzed extensively. Trend data analysis shoed a slight drop in ventricular and atrial pacing impedance and shock impedance since (B)(6) 2016. Moreover, data showed an increase in pacing amplitude from 3.3 v to 4.7 v since (B)(6) 2015. On (B)(6) 2016 the ventricular amplitude control with a programmed 3.5 v start amplitude was disabled and the ventricular pacing amplitude was manually programmed to 5 v. The externally recorded ECG was examined. It showed that a series of ventricular pacing threshold measurements being automatically performed by the ICD. Phases of longer inefficient pacing are thus very probably due to the concluding phase of the automatic pacing threshold measurement.an interfering signal below the sensing threshold was observed on the ventricular channel during episode 6 during the analysis of the iegms that were provided. In addition the ventricular pacing rate was found to have fallen from (B)(4) to about (B)(4) since (B)(6) 2016. In summary: there was no indication of an ICD malfunction. The external ECG submitted for analysis purposes documented an automatic pacing threshold test performed by the ICD. In addition, a drop in the atrial and ventricular pacing impedance and shock impedance was found at the same time as an increase in the ventricular pacing threshold. It is therefore very likely that the pacing threshold increase was for intrinsic reasons and in combination with an initial amplitude of 3.5 v for the ventricular pacing threshold control it could have led to the clinical incident. If additional relevant information is provided, this report will be updated.

Event description:
Ous MDR - it was reported that 19 months after the implantation, the pacemaker-dependent patient was admitted to the hospital after syncope. Longer pauses were documented in the ecgs. The product was not returned.